Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the black box showed evidence of multiple call service 128 replace battery alarms on the date of the complaint. The pump powered up with the returned battery cap. The battery cap fully tightened to the pump, and no battery compartment cracks were found. No evidence of moisture was found in the battery compartment. During investigation, each time the verify screen was confirmed a call service 128 alarm was emitted. The pump case was removed to find moisture throughout the inside of the pump. The call service alarms were due to internal moisture.